Event description:
It was reported that a (B)(6) caucasian female patient underwent a revision breast augmentation with two 525cc mentor memorygel breast implant prostheses and experienced bilateral rupture postoperatively. In addition, the patient experienced breast ptosis and baker grade I capsular contracture. MRI performed on unspecified date indicated right-sided rupture. As a result, the patient is scheduled to undergo bilateral removal and replacement with two unspecified breast implants on (B)(6) 2022. Capsular contracture baker grade I is not clinically significant as it is an expected physiological reaction. This report is for the left-sided prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Date of explantation: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 25-apr-2022, mentor received additional information about the event: the patient had both breast prostheses explanted and they were replaced with mentor memorygel breast implant 450cc gel breast prostheses on (B)(6) 2022. It was reported that only the right breast prosthesis ruptured. The left breast prosthesis was removed intact. It was reported that there was pocket migration laterally for the left breast prosthesis. H6 medical device problem code has been updated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 07-jul-2022, mentor completed the investigation on the suspect medical device. The investigation was completed on a photo of the suspect medical device because the physical device has not been received by mentor. Device evaluation summary: according to the information received, the patient experienced a rupture in the breast implant. Upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was not available since was discarded, the device couldn¿t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, mentor received additional information about the event. It was previously reported that the suspect medical device is the patient¿s left breast prosthesis. New information received confirms that the suspect medical device is the patient¿s right breast prosthesis. The following update was made to address this change in side: h6 medical device problem code was updated to material rupture (a0412) (patient suffered from right implant rupture, left breast pocket migration) additionally, it was reported that the patient¿s right breast prosthesis was discarded following explant surgery. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).